Manufacturer narrative:
Investigation: the instrument was analyzed using a keyence vhx-5000 digital microscope. Several bulges at the teeth of the jaw were recognizable. After a discussion with staff members from r&d and marketing department, the warehouse stock was reviewed. The goods in the warehouse are significant better, nevertheless an improvement of the quality standard must be achieved. No new or additional risk for the patient or user occurs, neither by the complained product, nor by the products in the warehouse. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably a manufacturing caused error. Corrective action: according to sop (B)(4) file will be forwarded to the crb for CAPA.

Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of compliant: united kingdom. It was reported that product failed the quality assurance test, there are burrs on the serrations. All med watch submissions related to this report are: 2916714-2016-00977, 2916714-2016-00978.